Event description:
During demonstration by a zoll medical sales representative, the device was attached to a simulator set to a ventricullar fibrillation heart rhythm and the device did not advise treatment. Complainant indicated that there was no patient involvement in the reported malfunction.